Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during percutaneous coronary intervention, the stent was unable to cross the lesion. Vascular access was gained via the femoral artery. The 100% stenosed chronically occluded target lesion was located in the right coronary artery (rca). The 2.5x24mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal end were misaligned and raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The inner and outer lumens were kinked and kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present on the balloon, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).